Event description:
Client reports of a problem with a leaking (B)(6) syringe. She used another syringe she had on hand and did not miss a dose. No other details were provided or known. Reported to (B)(6) by pt/caregiver.